Event description:
It was reported that "peel away sheath snapped while trying to remove it after line insertion". No medical intervention required. The device was removed and replaced. There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that both sides of the peel away sheath extrusion were separated adjacent to the tabs. Remains of the extrusion were still attached to the separated tabs. Both sides of the sheath were split completely down the extrusion. The peel-away sheath length from the tab to the distal end measured 2 7/8", which is within the specifications of 2 5/8" - 2 7/8" per product drawing. The outer and inner diameter of the sheath could not be accurately measured due to the condition of the returned sample. A device history record review was performed, and the following findings were identified. Three non conformances were initiated for batch (B)(4) to address the issue of peel-away sheath tears incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated from both tabs. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "peel away sheath snapped while trying to remove it after line insertion". No medical intervention required. The device was removed and replaced. There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "fine".